Event description:
A surgeon reported during a vitrectomy surgery, he noticed insufficient air insufflation at time of liquid/air switch and slow draining of "decaline." The surgeon noted the pt experienced perioperative episodes of hypotony. The surgeon checked the air-tightness of sclerotomies, which was unremarkable. The procedure was prolonged by 15 minutes and the preventative laser initially planned could not be performed. There was no preoperative or postoperative impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).